Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications.per the gore® dryseal flex introducer sheath instructions for use (IFU), the nominal outer diameter of the 20fr sheath (dsf2033) is 7.5mm. The IFU states ¿if vessel size is smaller than the nominal body outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result.¿

Event description:
On (B)(6) 2018, a gore® dryseal flex sheath (dsf2033/18019418) was used as part of a thoracic endovascular aortic repair. During the procedure, ilio-femoral access was gained from the patient¿s right side, and all endoprostheses were advanced and implanted as planned. According to the report, the right common iliac artery was dissected upon removal of the sheath. The dissection was reportedly attributed to a small access vessel diameter (4-5mm) and resistance felt upon advancement of the sheath. An additional stent-graft was implanted in the right common iliac artery to repair the dissection. The procedure was concluded without any further reported complications, and the patient tolerated the procedure.